Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for the distal humeral fracture with va-dhp and the screwdriver shafts in question. During insertion of locking screws, the surgeon felt that the tip of the short screwdriver shaft (314.453) was chipped. The surgeon used the screwdriver shaft (314.467) instead, however, the screwdriver shaft easily detached from screws because it was long and he had difficulty using it. The surgery was completed and was delayed by less than 30 minutes. No further information is available. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# unknown) unknown screws: trauma (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).